Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of field programmable gate array (fpga) reset/ reprogram failures was detected. This condition has a potential for patient harm. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/ reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/ reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, a symbol appeared with the device crossed out inside a red circle and a yellow triangle on top. There was no patient involvement. Initial evaluation of the incident device found multiple evidence of field programmable gate array (fpga) reset/ reprogram failures. When the fpga is unable to reset/ reprogram, motor control is lost making the motor movements not possible. During initialization a motor test is performed. If the motor test fails, it results in a power pack error.